Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device and complaint investigation.

Event description:
The conmed sales representative reported that during a cesarian section the 60-7510-005, goldvac smoke evacuation pencil was working as expected through the case. The pencil was laid on the patient while not in use and it autoactivated. The patient suffered a burn due to this incident. This report is raised on the basis of a reported patient injury.

Manufacturer narrative:
This is the supplemental anf final report as device was returned. One 60-7510-005 was received in opened original packaging, the reported catalog and lot numbers were verified. The device was tested using a system 7500 esu (c6639). Testing found that the coag mode would auto activate. Upon dismantling the device, inspection of the pcb found that there was a solder bridge that was causing the auto activation. A review of the device history found no abnormalities that would contribute to this issue. (B)(4). Per the instructions for use, the user is advised the following; - these devices should be visually inspected before each use. Visually examine the devices for obvious physical damage including cracked, broken, or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, or significant discolorations. - verify that the electrode is fully and securely seated in the pencil before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Original data left blank, value corrected to be "(B)(6) 2018".